Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert, due to initiating and not completing a bolus. The customer's blood glucose (bg) level was reported to be 292 mg/dl and the customer was attempting to deliver a bolus for food that was eaten. At the time of the call, the customer's bg was 318 mg/dl. During troubleshooting with tandem technical support, the customer was able to complete the bolus.